Event description:
Four iceforce needles were used in a renal cryoablation procedure. During the procedure, the patient developed a hematoma that was not near the entry site of the needle. The physician believed that the hematoma formed because they used too many needles during the cryoablation procedure. The hematoma was successfully drained, and the patient was kept in hospital for a couple of days after the procedure for observation. No further injury was reported for the patient. The case was successfully completed. Frost developed along the shaft on one of the needles. This malfunction did not contribute to development of the hematoma. No other device malfunction was reported. This MDR is for the fourth needle used during this case. For the other needles, please refer to the following mdrs listed below: MDR # 9616793-2020-00070 - needle 1 - frost on the shaft. MDR # 9616793-2020-00071 - needle 2 - no failure reported. MDR # 9616793-2020-00073 - needle 3 - no failure reported.

Manufacturer narrative:
Medical review confirmed that the hematoma event was related to the procedure, but not related to the frost on the shaft malfunction. Hematoma is listed as a potential adverse event in the needle instructions for use (IFU).

Event description:
This MDR is to document the medical assessment of the reported hematoma event. Further follow-up is not anticipated for this event. Four needles were used in this procedure and contributed to the hematoma event. This MDR is for the fourth of the four needles. Please refer to the following MDR's for the other needles used in this case: needle 1 - 9616793-2020-00070, needle 2 - 9616793-2020-00071, needle 3 - 9616793-2020-00072.